Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured and there was noise on the lead. The rv lead was capped and replaced. It was also reported that the patient had oversensing on the right atrial (ra) lead and the lead generated noise with arm motion. An outer insulation breach on the ra lead was noted. A suture sleeve and medical adhesive were added to the ra lead as a protective measure and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.